Manufacturer narrative:
Results - a lens work order search was performed and no similar complaint was found. Conclusion - no device failure. At the conclusion of the original investigation opened for the issue of icl vaulting (both inadequate and excessive); it was determined that the most likely root cause for both inadequate and excessive vault is difficulty in clinical sizing. In no case has a returned lens exhibited a length measurement outside the expected range according to the labeled length. Pre-operative measurement technology available to clinicians in the past did not provide a direct measurement of the suleus, to which the icl should be sized. The current practice in selecting an appropriate icl for a patient is to measure white-to-white and anterior chamber depth and through correlative algorithms, predict the length of the icl that will bridge the suleus. This method if sizing based upon white-to-white and anterior chamber depth measurements was used in the FDA clinical trial and is recommended in the current labeling of the icl. If the predicted length is too short, the result may be an inadequate vault. If the predicted length is too long, the result may be an excessive vault.

Event description:
The reporter stated the surgeon implanted a 13.2mm micl 13.2 implantable collamer lens in 2007. The lens was explanted on the following month, due to excessive vaulting. The peripheral iridectomy was enlarged. The lens was exchanged for a shorter lens. The patient's current post-operative best-corrected visual acuity is 20/20.